Manufacturer narrative:
Block b3: exact date unknown, event occurred shortly after implant.

Event description:
It was reported that the patient developed and infection at the ipg site. It was noted that the site was tender to the touch. The physician confirmed that the infection was not device related, however, it was procedure related. The patient was placed on antibiotics and underwent an ipg replacement as well as pocket wound washout procedure. The patient was doing well post operatively. The explanted ipg was not returned as it was kept by the medical facility.